Event description:
Dr (B)(6) removed a 40mm metal head that was on a tmzf stem and a 40mm liner in a 50mm psl cup he replaced with a universal biolox 36mm head and v-40 sleeve along with a 36mm x3 liner patient complained of pain. Dr (B)(6) stated the co ion levels were 8.3.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was retained by the patient and was not returned to the manufacturer. Additional information (including x-rays and medical records) has been requested. Should additional information become available, the evaluation summary will be submitted in a supplemental report. Not returned to the manufacturer.

Manufacturer narrative:
An event regarding pain and elevate cobalt levels involving a v40 cocr head was reported. The event was not confirmed. Device evaluation could not be performed as no items associated with the event were returned or made available for identification or evaluation. No patient medical records were available for review. Device history review indicated all devices accepted into final stock met specification. Complaint history review indicated there have been no other events for this lot. The event could not be confirmed nor the root cause determined because the devices were not returned for evaluation and insufficient medical information was provided.

Event description:
Dr. (B)(6) removed a 40mm metal head that was on a tmzf stem and a 40mm liner in a 50mm psl cup he replaced with a universal biolox 36mm head and v-40 sleeve along with a 36mm x3 liner. Patient complained of pain. Dr. (B)(6) stated the co ion levels were 8.3.